Event description:
The customer reported the ventilator remote alarm was pulled out of the connector and was broken. The customer reported the device was not in use therefore there was no patient involvement or harm. The ventilator is equipped with a remote alarm/nurse call connection to activate alarms remotely. During ventilator use, failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms. The manufacturers field service engineer (fse) confirmed damage to the alarm jack. The fse replaced the cpu pcb board to correct the finding. The fse reported it looked like the remote alarm cable had been plugged in and then the unit got pulled or moved in some way as to result in the damage. The facility biomedical engineer could not provide any information about the damage when asked. Applicable final testing was performed per operating specifications.